Event description:
Philips received a complaint on the v60 ventilator indicating that the device did not trigger ventilation in spontaneous/timed (s/t) mode. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer stated that they did not understand the situation and it was advised by the authorized service provider (asp) to check the settings of the device. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution name: (B)(6).

Manufacturer narrative:
A good faith effort (gfe) response received on 11nov2024 from the authorized service provider (asp) stated that the device diagnostic report (drpt) was not provided by the customer. The asp stated that following the recommendation to the customer to check the device settings, no further information was provided by the customer regarding if a settings change was made because the customer declined service and repair. As the customer refused service, we are unable to determine if the device issue has been resolved, and the final disposition of the device is unknown at this time. In the gfe response from the asp, it was clarified that the device issue occurred while not in use on a patient. No user harm was reported. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.